Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated. The system was explanted. No patient symptoms were reported.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and no anomaly was found. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the low battery voltage.